Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 400mg/dl with nausea. Patient self-treated with an injection and remains on pump. The reporter provided no other information and was not willing to troubleshoot. Cs attributed the bg excursion to inaccurate delivery. The bg excursion does not meet the animas criteria for an adverse event. This complaint is being reported due to the allegation of inaccurate delivery.